Event description:
Paramedics responded to a person described as in cardiac arrest with bystander CPR in progress. The pt was connected to the device and diagnosed as in ventricular fibrillation. Three shocks were administered with the device's standard paddles without converting the pt's rhythm. The pt was then loaded into the ambulance and disposable defibrillation/ECG electrodes were placed on the pt, then connected to the device. En route another shock was delivered to the pt. According to the reporter, the sternum electrode arced, setting the pt's chest hair afire. The report further stated the person administering oxygen dropped the mask which then caught fire and melted. A fire extinguisher was used to put out the fire and the pt was re-attended to. The device's standard paddles were used to administer the remaining, unknown number of shocks, but the pt was not resuscitated. The reporter stated that the pt's death was not the result of the alleged malfunction because of the lack of pt viability.